Event description:
It was reported that the customer experienced a low blood glucose (bg) level, although specific value was not provided. Reportedly, the customer went to the emergency room to treat blood glucose level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.